Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Pump failed to boot up properly once installing aa battery, blank display was noted. Test p-cap locks properly into the reservoir compartment. Unable to perform self test, sleep current test, and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, missing display window/cover, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment. Blank display was confirmed due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the battery tube, electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), harm reported with no reported allegation of a device malfunction. The event involved product(s) mmt-1884, mmt-431ak. Troubleshooting was performed and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1884 was requested for return and customer has returned the device.